Event description:
Circulator plugged in bovie in to ft10 unit. Surgeon activated the bovie and released the button, while bovie continued to operate. Surgeon tried bovie several times before switching it out. Circulator also switched the bovie from monopolar 1 to monopolar 2 and it continued to malfunction.